Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was angulated. It was reported that the bifurcated stent graft landed higher than intended and partially (80%) covered the left renal artery. An attempt to cannulate the renal artery for stenting was unsuccessful due to the aortic neck angulation. It was not possible to insert a catheter across the renal artery. Another unsuccessful attempt was made with a stiffer wire. The decision was made to bring the pt back the next day in order to attempt brachial approach to cannulate, and stent the left renal artery. The pt was kept on heparin overnight and the next day, the attempt with the brachial approach was unsuccessful. The physician attempted to pull the stent graft down unsuccessfully. Pictures were taken for evaluation and it was noted that the pt had 2 left renal arteries that took off close to each other. One of the left renal arteries is patent and the anterior one is partially occluded, but there is still flow in it. The physician elected to not further intervene at this point, and is confident the pt will be fine.

Manufacturer narrative:
Other, (secondary intervention). Evaluation results/conclusions: arterial and venous occlusion, angulated aortic neck.